Manufacturer narrative:
Method, results - no product will be returned for evaluation.

Event description:
On (B)(6) 2011, patient reported experiencing leaking issues while using the infusion sets. Patient stated she smelled the insulin and her shirt was wet. Patient reported she experienced elevated blood glucose readings over 200 mg/dl. Patient's normal blood glucose readings are around 125-160 mg/dl. Patient stated she changed the infusion site and attempted to bolus to bring her blood glucose level down. Patient reported she was unsure if the infusion set cannula was bent. Patient uses the insertion assist plus device. Patient stated she began using the infusion sets in (B)(6) 2010 and started having elevated blood glucose concerns the same day after inserting a new infusion site. Patient reported she had these issues multiple times. Patient discarded the alleged infusion sets right after removing them from her body. Advised patient to discontinue using the infusion sets. Patient stated she is using a different type of infusion set and her blood glucose has returned to normal. The patient did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.